Manufacturer narrative:
Double trigger handpiece serial number (B)(4) and oscillating saw attachment serial number (B)(4) have been returned for complaint investigation. Upon receipt, the double trigger handpiece was visually inspected with no detection of any external damage that may have contributed to the device potentially being nonfunctional. The attachment was then visually inspected with observation that the blade locking system had broken pins. There was no power source returned with the device such as an electric power supply or flash or atk batteries. It was confirmed that the handpiece operated as intended and did not emit an abnormal noise; the reported event was not confirmed. There were no necessary repairs for the handpiece so it was returned to the customer. The attachment was not repaired and a replacement oscillating saw attachment serial number (B)(4) was sent to the customer. The root cause of the reported event is currently under investigation

Event description:
It was reported that the universal modular electric/battery double trigger handpiece failed. There was minimal sawing able to be performed and the device would get stuck into the bones. The battery was changed but this did not resolve the issue. It was reported by the nurse that there was a withdraw of the patient bile level but there was no patient injury. The procedure was extended by ten minutes and it was completed using another device.